Event description:
A radiographic eval revealed that the locking key for the tibial baseplate has partially migrated out. Revision surgery is planned.

Manufacturer narrative:
Investigation in progress.